Event description:
According to the literature, a prospective study including 205 cases of laparoscopic or robotic minimally invasive proximal gastrectomy for proximal gastric and esophagogastric junction cancer was completed between 2014 and 2022. Sonicision was used in laparoscopic cases for gastric mobilization and lymph node dissection. The product or unknown linear and circular staplers were used for anastomoses. The product was also used to secure the flap around the esophagus, covering the anastomosis site. Complications included anastomotic stricture, anastomotic leakage, and intraabdominal fluid collection. Interventions mentioned for anastomotic strictures included endoscopic balloon dilation. Serious nonrelevant complications included pleural effusion, pneumonia, and abdominal incisional hernia. Sonicision use was not related to any of the above complications.

Manufacturer narrative:
Takeshi omori, efficacy of the u-shaped flap technique in preventing reflux (2024) doi: 10.1002/ags3.12864 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.